Manufacturer narrative:
Corrected data.

Event description:
The healthcare professional reported that a patient was injected with juvéderm® volux¿ xc and developed a sterile abscess in their right jawline area 11 months later. The status is ongoing. Additional information reported patient was injected with juvéderm® volux¿ xc in jw1, and jw3. 9 months later, the patient was presented with swelling in the right jaw area which was fluctuating and draining serosanguinous fluid. 2 months later, patient was treated with clindamycin. 13 days later, area was drained of 1.5 cc of serosanguineous purulent material with no odor and prescribed keflex added flagyl once report of culture and gram stain showing no growth of bacterial. 11 days later, increased induration with small amount of fluid collection was noted. Patient started on short course of prednisone for 3 days then tapered. Symptoms improved but worsen 2 months later. CT performed in right jaw. 58 days later, patient then treated with 4 injections of kenalog into indurated area and 5 injections of hyaluronidase 75u. 2 days later, reinfiltrated area using modified munoz-cavallierl procedure infiltrating the area with 1350 u of hyaluronidase and 6 mg kenalog in 3 cc sterile saline. Symptoms resolved. An additional 0.5 mg kenlog and 150 u hyaluronidase injected in the area 11 days later. The patient developed other symptoms that were not considered product-related which was noted as an ¿urticaria rash¿ by the healthcare professional.

Event description:
Additional information reported patient was injected with juvéderm® volux¿ xc in jw1, and jw3. 9 months later, the patient was presented with swelling in the right jaw area which was fluctuating and draining serosanguinous fluid. 2 months later, patient was treated with clindamycin. 13 days later, area was drained of 1.5 cc of serosanguineous purulent material with no odor and prescribed keflex added flagyl once report of culture and gram stain showing no growth of bacterial. 11 days later, increased induration with small amount of fluid collection was noted. Patient started on short course of prednisone for 3 days then tapered. Symptoms improved but worsen 2 months later. CT performed in right jaw. 58 days later, patient then treated with 4 injections of kenalog into indurated area and 5 injections of hyaluronidase 75u. 2 days later, reinfiltrated area using modified munoz-cavallierl procedure infiltrating the area with 1350 u of hyaluronidase and 6 mg kenalog in 3 cc sterile saline. Symptoms resolved. An additional 0.5 mg kenlog and 150 u hyaluronidase injected in the area 11 days later. The patient developed other symptoms that were not considered product-related which was noted as an ¿urticaria rash¿ by the healthcare professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a6, b2, b3, b5, b6, b7, c1, d4, d6a, h4, h6, h8.

Event description:
The healthcare professional reported that a patient was injected with juvéderm® volux¿ xc and developed a sterile abscess in their right jawline area 11 months later. The status is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.